Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 116 sealed 20ga x 1.16in. Insyte autoguard bc winged units from lot #4242432. A sampling of 20 units were randomly selected for functional testing. The 20 units were inspected by breaking tip adhesion, slightly advancing the catheter, and activating the button. The button activated successfully and all 20 units retracted instantly with no resistance or defects discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: ¿I was just notified by the staff member involved that the needle did not retract after the button to retract the needle was pressed. They tried retracting the needle again after the IV was inserted with no success. The needle was then placed straight into the sharps container. The employee saved the packaging from the IV catheter that was used which is where I obtained the lot number from. I am not sure if the needle was bent in any way either. There was no needle stick injury in this incident, just a faulty IV cathter. Please let me know if you need any more information.¿